Event description:
It was reported that during a therapeutic procedure of unknown type, the sonicbeat energy device displayed an unknown error code at the initial stage of use. There were no reports of device component detachment within the patient. The device was removed from service and intended procedure was completed using an olympus backup device without delay. The device was subsequently returned to the service center for evaluation. During device evaluation, a reportable malfunction was identified in that the tissue pad was worn out. No patient injury, adverse event, or health hazard was reported in association with this event.

Manufacturer narrative:
The device was returned to olympus for inspection a definitive root cause could not be identified. Based on the results of the investigation, the malfunction is most likely attributable to ultrasonic output was possibly activated while the grasping section was not grasping any tissue including after tissue resection that may have led to the tissue pad wearing out. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.